Manufacturer narrative:
Initial investigation: a review of the mfg. Lot build database for the reported lot# 3049659 (mfg. Date 06/2015) shows (B)(4) units were mfg. Tested, inspected and released. There were no exception documents generated during the lot build. Although requested the involved device set-ups have not been returned for analysis and confirmation. There were no reports of component damages, cracks and or visual defects. At this time the exact cause(s) of the reported event/leakage issue are unknown. Device not returned.

Event description:
Medsun report received concerning leakage incident with use of dialysis set-up consisting of gambro renal blood cartridge tubing set and d1000 tego connectors. The medsun report describes the (B)(6) event as follows " patient was on hemodialysis. Blood leaked from area of tego cap connection with luer lock on the venous return flow. Rn noticed blood on patient and in bed. Stopped dialysis and changed out blood set cartridge and tego cap.". There were no reported adverse patient consequences. The manufacturer has requested additional event/usage information as well as the return of the involved devices. As of the date of this report, there has been no response.